Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comments of dim display and long boot time and therefore the liquid crystal display was replaced and the hard drive was reconfigured and the software reloaded to resolve. The device passed final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer had a long boot and also that its backlight was dim. A test and calibration was also requested. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.